Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that there was an unspecified ¿grinding noisy¿ present when he plugged in his olympus evis exera iii xenon light source during procedure preparation. There was no patient harm reported from the above event.